Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's wife that the patient developed an infection. The implantable pulse generator (ipg) system was explanted by open heart surgery and replaced in the abdomen. No further patient complications have been reported as a result of this event.